Event description:
It was reported that the device started to "turn itself off". Reprogramming of the device was tried several times, but it kept reverting to por (power on reset). The device was explanted and replaced with a new one. There were no patient symptoms or injuries related to this event. Subsequent information received reported that in (B)(6) 2012, the battery capacity was good, however, the impedance was the same for all 8 electrode points, except one, measurements found 1395 ohms, <(><<)>15 ua, at 3.9v. The patient was in "bad shape" and the patient felt that stimulation was not as effective as it had been. The physician's opinion was that the low impedance values indicated no breakage. It was also discovered that the patient had an infection in one leg. The patient had not been close to any emi (electromagnetic interference) sources.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found that the ins was functionally okay; however, there was a punch-out hole in the #2, #3, and #7 setscrew grommets. There was a significant amount of fluid in the connector ports indicating the punch-out holes likely occurred at implant. There was no evidence that this device had ever experienced a "power on reset" (por). When a por occurs the activations counters get reset. According to the initial review of this device, the activation counters had not been reset since prior to (B)(4) 2011. Long term monitor testing of the ins at body temperature did not show any evidence that the parameters were resetting to por values or that the ins was turning off by itself.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.